Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during drain 7/9 of their automated peritoneal dialysis therapy. During troubleshooting, the hp observed that the drain line of the homechoice set was leaking. Reportedly, the hp's cat had punctured the drain line tubing of the homechoice set, which resulted in the reported leak. Baxter's tsc assisted the hp in ending therapy early. Per international affiliate, therapy was completed manually. No pt injury or medical intervention was associated with this incident per baxter.